Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, a patient underwent emergency endovascular treatment of a thoracic aortic saccular aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctagac). During the treatment, an final angiography revealed a slight proximal type I endoleak. The physician decided to monitor it. The patient tolerated the procedure. On (B)(6) 2024, at a follow up, a computed tomography revealed that the aneurysm was reduced however an endoleak was observed. A proximal type I endoleak was suspected and a reintervention was planned. On (B)(6) 2024, the reintervention was performed. A digital subtraction angiography revealed no endoleak. However additional stent graft was implanted proximally with an axillary-axillary artery bypass surgery and a plug embolization for the left subclavian artery using avp ii 14 mm. A final digital subtraction angiography revealed no endoleak. The patient tolerated the procedure. The physician stated that he did not think it was a type ii endoleak or a type iiib endoleak, so he suspected a type I endoleak. Although the diameter of the aneurysm was reduced, the morphology of the aneurysm was poor, and reoperation was performed. Since no endoleak was confirmed during the reintervention, there may be a possibility that it was not a type I endoleak.